Manufacturer narrative:
No samples or photos were available for evaluation. Unfortunately, the failure mode could not be verified and a root cause cannot be defined at this time. A visual inspection of the retained samples was performed, no foreign matter or hair was noted. Samples were conforming. After the inspection, the retained samples were returned to the retention inventory. Production record review was completed for lot 0174129 was completed and no non-conformances were noted during the manufacturing of this lot. No previous complaints from the same product code and lot 0174129 related to complaint code "fm-hair" have been received from oct 2018 to oct 2020. No adverse trend observed, defect is within control limits. No further action can be determined based on no sample/photograph were received for investigation. This failure mode continue to tracked and trended. H3 other text : see narrative below

Event description:
Presence of hair inside the package still sealed.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Presence of hair inside the package still sealed.